Manufacturer narrative:
This report is submitted on august 11, 2020.

Event description:
Per the clinic, the patient experienced a middle ear infection. The device was explanted on (B)(6) 2020. It is unknown if there are plans to reimplant the patient as of the date of this report.